Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc, act and up buttons dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer reported the act button was not working. The customer stated time clock time advances. Customer also stated that she was having high blood glucose, customer stated that she just wanted a new insulin pump and declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.